Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient was in the hospital for diabetic ketoacidosis (dka) with large ketones, nausea, vomiting, and headaches. The patient reportedly had been in the ICU for the past 24 hours. The patient¿s blood glucose (bg) had reportedly been over 360mg/dl for the past three days. The patient was reportedly placed on an insulin drip upon hospital admission, and then was placed back on the pump. The patient¿s bg reportedly elevated again after resuming insulin pump therapy (ipt). The patient was to discontinue ipt again and was to be placed on injections at the time of the call to animas. Troubleshooting could not be completed. The pump was replaced. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia while using insulin pump therapy and due to an indirect allegation that the pump was not delivering insulin as expected.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The complaint could not be duplicated during the investigation. Pump was subject to a 29 hour flow accuracy test; the pump passed and was found to be delivering within the specified range. The alarms history shows only typical usage alarms; there were no alarms related to the complaint. The tdd¿s were found to correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used. The last bolus and the last basal delivery were recorded on (B)(6) 2013. The pump was suspended on (B)(6) 2013, 21:37; deliveries did not resume until (B)(6) 2013, 10:35. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.